Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a follow-up appointment, in situ measurements showed 8 channels with high impedance. A decrease in patient's performance with the device has been noticed. No trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
During a follow-up appointment, in-situ measurements showed 8 channels with status hi impedance. A decrease in patient''s performance with the device had been noticed. No trauma has been reported. The patient was re-implanted.